Event description:
It was reported that there was a failed attempt to use a transmitter to communicate with the implantable cardioverter defibrillator (ICD). Upon examination, it was discovered that the patient was using a different company¿s transmitter to connect with the ICD. A representative made a visit to the patient to try to interrogate the device again, however, they found that the patient had passed away. There were no allegations for the device pertaining to the patient¿s death. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).